Event description:
Patient reports that the leads of her st. Jude stimulation system broke during physical therapy. The patient states that the leads were replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).